Event description:
The MFR does not consider it a reportable event, but has added it to the complaint file under reference no ct5-17. The report indicates that a clinician withdrew a suction catheter to a position that placed a catheter orifice bayond the seal, allowing positive pressure to leak from the circuit. The catheter is marked to warn the clinician when the catheter is being withdrawn too far. If, however, it is withdrawn to a point that it leaks, that air volume inflates the catheter's protective sheath, instantly warning the clinician. The leak is stopped by simply returning the catheter to its proper position. Any volume loss would be much less than that occurring during the daily change-out of the device.